Event description:
The user's parent reported sudden hearing loss with the left device in (b)(6) 2026.Re-implantation was performed on (b)(6).

Manufacturer narrative:
THE DEVICE HAS BEEN EXPLANTED AND SHOULD BE RETURNED TO THE MANUFACTURER FOR EVALUATION. WHEN AVAILABLE, A DEVICE FAILURE ANALYSIS WILL BE SUBMITTED AS A FOLLOW UP REPORT.

Event description:
THE USER'S PARENT REPORTED SUDDEN HEARING LOSS WITH THE LEFT DEVICE IN MID(B)(6) 2026. RE-IMPLANTATION WAS PERFORMED.

Manufacturer narrative:
Conclusion: Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other mechanical damages found are attributable to the removal surgery. This is a final report.